Event description:
Report received of a splash of contaminated suction liner contents. Reportedly, nasogastric suction was set up for a pt who was exsanguinating from an upper gi bleed; no shut-off valve was used. The liner overfilled. The nurse turned off the vacuum, and the nurse was sprayed with secretions from the pt port when nurse went to remove the liner. The spray landed on their clothing, shoes, and arm. They washed their arms and changed their clothing. No prophylactic medications were given or baseline lab tests were done. There were no reported adverse effects and no medical interventions were required. Though requested, no additional information was provided.